Manufacturer narrative:
All buttons were functioning properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection noted. No button error alarms were noted during testing. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected failed battery test alarms occurred during testing. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump alarmed for failed battery test and button error alarm. The customer's blood glucose level was 120mg/dl. The customer declined to troubleshoot the device. The customer was advised the pump would be replaced and returned for analysis.